Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient could not connect the ipg. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed and revealed that the device was undetectable nor charged. With all the available information, boston scientific concludes that the reported event was confirmed. An internal electrical test revealed depleted battery 1.06 v, excessive quiescent current leak 72.4 ma, and high thermal 26.1c on the surface of u3 asic application-specific integrated circuit. This type of damage typically occurs when the ipg is exposed to high voltage transients or high radio frequency energy.

Event description:
It was reported that the patient could not connect the ipg. The patient underwent an ipg explant procedure.